Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box showed unexpected reboots had occurred on (B)(6) 2015. Visual inspection found that the battery compartment and battery cap were undamaged. The battery cap contacts were within specifications and the cap was able to fit securely to the pump. The battery cap was fastened and then unscrewed a half turn with no reboots occurred. The pump powered on normally and successfully completed ez-prime steps and 24 hour testing with no power interruptions and no errors, alarms, or warnings occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation.